Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the external iliac artery and the characteristics are unknown. The sterling over-the-wire balloon catheter was advanced to the lesion and inflated one time to 6 atms. The inflation duration in seconds is unknown. The balloon ruptured and was withdrawn. The procedure was completed with another manufacturer stent. No patient complications or injuries were reported. The patient's status is reported as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).